Event description:
I have been very ill due to my breast implants. I saw my plastic surgeon on this date and was told I am a liar. The doctor refused to send me for testing of any kind. I might die before getting help.